Event description:
The three cs300 units (iabps) were purchased and placed into service in november 2009. They have been serviced regularly by maquet technical service since that time. They are located in ICU, surgery and cardiac cath lab and rotate their locations as they are used. Beginning in june of this year we have been experiencing problems related to the build up of moisture in the pumps safety disk and internally in the each machine. This build up of moisture appears after being in use on a patient between 12 and 24 hours. When this moisture builds up in the iabp, the auto fill function stops working causing the pump to stop working. The failure may be associated with a "blood detected" alarm being displayed on the machine. The work around is to turn off the pump completely and restart it again. This problem has been reported to maquet technical service, sales, and our local maquet clinical specialist. Each has said that this problem is unique to our hospital. Hospital felt that this should be reported to medsun and to ask other biomed's if other member hospitals are reporting similar problems. I have done a database search of the ecri alert library and have not found any reports concerning this problem. Manufacturer response for pump, intra-aortic balloon, datascope (per site reporter): problem unique to hospital.manufacturer response for pump, intra-aortic balloon, datascope (per site reporter): problem unique to hospital.manufacturer response for pump, intra-aortic balloon, datascope (per site reporter): problem unique to hospital.